Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a reprocessed soundstar 8f catheter and the catheter was physically bent at the tip to shaft transition. In addition, there was damage to the box and pouch, in which the sterility was compromised. Nothing was opened prior to use, when prepping the device for surgery is when it was opened.

Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).